Manufacturer narrative:
Gender, date of birth and event date provided in additional information.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional and delivery testing and found to meet with specifications. The reported issue was not confirmed during testing.

Event description:
Information received indicating that a smiths medical cadd solis vip pump was delivering too slow. The reporter stated that the delivery was delayed and failed while in use patient. There was no injury to the patient due to the reported event.